Event description:
The lay user/reporter (daughter) contacted lifescan in 2007 and alleged that the lancet holder was damaged on her mother's one touch ultrasoft lancing device. The daughter reported that the alleged issue began approximately 2 weeks ago. After the reported issue began (unknown date/time), the patient developed symptoms of thirst, frequent urination, sleepy, tired, irritated, and symptoms of a stroke. She was taken to the emergency room and treated with blood thinners. At the time of troubleshooting, it was verified that this was not a new product. Based on the information provided, there was no misuse of the product. This complaint is reported because the alleged issue was not resolved with troubleshooting and the reporter also alleged that after the reported issue began, the patient developed symptoms of hyperglycemia. Replacement products were sent to the lay user/patient.

Manufacturer narrative:
Lifescan has requested the return of the subject product for evaluation, but has not yet received it. If the device is returned, lifescan will evaluate it and, if the device does not pass inspection, lifescan will inform FDA of the results in a supplemental report.